Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi; customer stated she was getting hi about 1 month ago. The customer¿s expected am fasting blood glucose test result range is 130-140 mg/dl. The customer reported feeling dizzy; medical attention was not needed at the time of the call. Customer advised that about 1 month ago (customer is unsure of the exact date) she kept getting hi on her meter and she was not able to get a result. Customer did not disclose if she was having any symptoms, but due to the fact that she kept getting hi, she went to the ER. When she arrived, they took her blood glucose, and it was 140 mg/dl fasting (undisclosed if am/pm). Customer was not given any treatment and was advised to follow-up with her pcp. During the call, a back to back blood test was not performed by the customer; customer advised that she has no more strips available. The product is not stored according to specification (bathroom). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Outcomes attributed to adverse event: adverse event report is being submitted due to customer seeking medical attention. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note 1: manufacturer contacted customer in a follow-up call on 22-feb-2023 to ensure the customer's condition had improved - able to establish contact with customer who stated she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 02-mar-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.